Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.